Event description:
A pre term baby was born with hydrocephalus and a chpv was implanted. The pression of the chpv was adjusted according to the baby¿s response weeks after the procedure. Three months later, the baby started to show signs of intracranial hypertension (vomiting, irritability, bulging fontanelle). That way, the physician wanted to low its pression but there was no response at all from the valve. We¿ve changed the programmer, tried several times almost all the pressures (from 30 to 200) in the x-ray room but the valve was completely locked. As a result the device was revised.

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3114, with lot number cpjbd2, conformed to the specifications when released to stock on the (B)(6) 2013. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Product was returned to the investigation facility for evaluation.

Manufacturer narrative:
(B)(4). The complaint was re-opened as the device was returned for investigation. Upon completion of the investigation it was noted that when the device was visually and functionally tested the device failed the programming and pressure test. It was also noted that an occlusion was found in the cam mechanism, which appears to have been caused by biological debris seen throughout the device. A review of the lot history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.